Event description:
It was reported that the integrity of the tyveck seal was compromised. Another like device was used for the case and completed with no patient consequence.

Manufacturer narrative:
Date sent: 05/13/2008. Information anticipated, but unavailable at this time.